Event description:
It was reported that the patient, in the first day of iLet pump use with a G7 CGM, received urgent low and urgent low soon alerts and experienced a low glucose event after a usual lunch, with the lowest CGM value reported at 54 and treated with approximately 12 grams of oral glucose. Symptoms included hypoglycemia with confusion/disorientation, shaking/tremors, and nausea. Outcomes included classification as a serious injury/illness/impairment and an unexpected medical intervention in the form of medication required, defined here as oral glucose. Troubleshooting and education were completed, and the patient was advised to monitor and perform a fingerstick check, with subsequent readings improving to the 70s¿80s. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.